Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on the healthcare professional (hcp) meter. It is unknown whether the customer noted a trend arrow on the device. The length of the sensor wear was 3 days. The customer experienced symptoms of "vomiting, smelled like "nail polish remover, nausea, trouble urinating, passing large ketones." The customer was unable to self-treat and had contact with a healthcare professional (hcp) who upon arrival, glucose levels were measured and was noted as 225 mg/dl on the hcp meter when compared to a sensor scan result of over 400 mg/dl. The hcp also tested for ketones all throughout and gave insulin via intravenous for treatment for the diagnosis of diabetic ketoacidosis (dka). The customer was hospitalized for three days. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. Accuracy test was performed, and results were within specification. Additional testing has been performed for this issue and poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Issue is not confirmed. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on the healthcare professional (hcp) meter. It is unknown whether the customer noted a trend arrow on the device. The length of the sensor wear was 3 days. The customer experienced symptoms of "vomiting, smelled like "nail polish remover, nausea, trouble urinating, passing large ketones." The customer was unable to self-treat and had contact with a healthcare professional (hcp) who upon arrival, glucose levels were measured and was noted as 225 mg/dl on the hcp meter when compared to a sensor scan result of over 400 mg/dl. The hcp also tested for ketones all throughout and gave insulin via intravenous for treatment for the diagnosis of diabetic ketoacidosis (dka). The customer was hospitalized for three days. There was no report of death or permanent impairment associated with this event.